Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently had a blood glucose level over 400 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 144 mg/dl. Customer reported physical damage to the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. The sensor was not replaced or returned for analysis.